Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a cracked battery door and a bubbled downstream occlusion sensor seal. Device found alarming error code 45985 in red screen display upon power up and indicate a problem with "watchdog_alarm_time" issue. It was determined that the main board was inoperable and it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited ec 45985. No adverse effects were reported.